Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated erroneously elevated accutni results above the ami cutoff for 2 patients. When the results did not correlate with their triage meter, the customer did not report any of the results out of the lab. The customer had a second sample run for accutni and those results correlated with their triage meter, so these results were reported out of the lab. There was no death or injury associated with this event, and patient treatment was not impacted based on the erroneous results customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts walked the customer through disassembling and cleaning the wash valve components. The system check failed. On (B)(6) 2012, field service engineer (fse) inspected the instrument and replaced the wash pump and the valve sensors. Fse noted that the service activity was verified per established procedures, and the results met published performance specifications.